Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the foot pedals. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the surgeon side console foot pedals were no longer working. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the foot pedal for failure analysis investigation. The unit was analyzed and in log reviews, no data was found to indicate that the fault had occurred the field. During visual inspection, the camera control pedal is completely gone. The probable root cause is attributed to physical loss or removal of the camera control pedal in the footrest. Most common causes of the removal or absence of the camera control pedal are accidental damage, detachment, unauthorized or improper handling by customer. This issue can be resolved by replacing the footrest.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the foot pedal for failure analysis investigation. The unit was analyzed and in log review, no data was found to indicate that the fault had occurred the field. During visual inspection, the camera control pedal is completely gone.